Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received. Per visual inspection, cracked tank cover, corroded drain fitting, broken pole clamp, and outdated printed circuit board (pcb) and power switch. Per functional testing, water from the reservoir is leaking from the tank cover. The root cause was a severely cracked tank cover. It was unknown what caused it to become cracked. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device reservoir was leaking. Discovered while checking it out for preventative maintenance (pm) testing. There was no patient involvement and no patient harm/adverse event reported.